Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. Customer¿s blood glucose at the time of the incident was 54, 56 mg/dl. The customer treated with the food. The customer was dizzy and unconscious. Troubleshooting was done for low blood glucose and over delivery. The insulin pump reservoir, infusion set, sensor will not be returned for analysis.